Manufacturer narrative:
No product sample was received for evaluation; therefore, visual and functional testing could not be performed. Manufacturing device history record review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. The device is 10 years old. No product was returned by the customer. As a result, a complaint investigation / product evaluation and problem confirmation cannot be performed.

Event description:
It was reported that pumps constantly alarmed system advisory: battery communication timeout. The pumps were exchanged and the same error appeared on the replacement pumps. No patient injury was reported.